Manufacturer narrative:
On 10/6/2017 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - complaint is unconfirmed; this is due to the product not being returned for review. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
Customer initially reports power supply fault since burning smell came from power supply then machine did not ignite. On 9/26/2017 dealer reply says "it didn¿t take place during a procedure. It happened while routine test. There was no patient involved. There was no harm."